Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure (B)(6) 2011. It was reported that an angiographic complication of dissection occurred during the index procedure.

Manufacturer narrative:
(B)(4).